Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated, he was trying to bolus and a got no delivery alarm. Troubleshooting was done. Customer 's blood glucose was 400 mg/dl. Customer unable to troubleshoot. Customer does not want to return the product. Advised to report back when the issue reoccur. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).